Event description:
It was reported the spinal cord stimulator failed with electrode migration/dislodgement. No pt injury was reported. The pt recovered without sequela after the device was removed.

Manufacturer narrative:
The neurostimulator was returned to the MFR for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.